Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed which did not observe any cracks or damage on the main body of the twist clamp, however, visual inspection did observe the silicone tubing was stuck together near the occlude feet. A functional leak test was performed with no issues noted. A functional clear passage test revealed there was no flow through the transfer set due to the tubing being stuck together. The reported condition of crack on the twist clamp of a minicap transfer set was not verified, however, the sample evaluation revealed an issue of no flow of the transfer set due to the tubing being stuck together. Therefore, the sample failed to meet specification. The cause for the tubing being stuck together was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.